Manufacturer narrative:
(B)(4). One piece sled. Per the rep response to additional information requested:voc and MDR remain. Second attempt additional information requested: from the rep: on what tissue type was the device used? Stomach at what location on the tissue? Unknown. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? If so, which product? Yes, peristrips. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. One ple60a device was returned in good visual condition and with an ecr60t cartridge present. Upon further inspection, the reload was received fully fired. The one piece sled, drivers and the body cartridge were noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If the device is fired, the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was tested for functionality in the straight position with a test vascular and thick thickness cartridges reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reasons for this damage are still being investigated.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, a black reload was used and the device would not fire. There were no patient consequences. The case was completed using another device of the same product code.